Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional tes) was isolated to one of the electrode belt¿s wires being broken in the trunk cable causing the electrodes to be non-functional. The root cause for broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.